Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and partial display. Customer's blood glucose value was unknown at the time of the incident. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the pump was mostly blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No missing segments/partial display anomaly, no delivery anomaly, no unexpected battery power loss anomaly and no change/battery last anomaly during test noted. (B)(4).